Event description:
Patient said pump just shut off and stopped working. He switched to his back up pump. Patient was using while it stopped working, but did not experience any harm. Replacement pump being shipped overnight. Dose or amount: 95ng/kg/min. Frequency: continuous. Route: (B)(6). Dates of use: (B)(6) 2013 to present.